Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73d1800677. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after uploading into the applier prior to the patient.

Event description:
It was reported that the clip was found broken after uploading into the applier prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with a clip broken in half at the hinge and four intact clips remaining. Functional inspection was performed on the returned intact clips in the cartridge. A lab inventory clip applier was used. The intact clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. Although the intact clips were able to fire properly, the cartridge was returned with a clip broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of a clip being "broken" was confirmed based upon the sample received. One cartridge was returned. The cartridge was returned with a clip broken in half at the hinge and four intact clips remaining. Upon functional inspection, the intact clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. Although the intact clips were able to fire properly, the cartridge was returned with a clip broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.